Event description:
As stated by the customer (B)(6) 2012; lack of two screw on the four metallic bars which secure the fiber tray. First this plateau, was already weakened by the absence of two screws. When the pt came on concerto the third screw mounted collapsed. The pt fell. No service, maintenance has been done on this unit.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh inc. On behalf of the MFR arjo (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.